Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and keypad anomaly. Customer's blood glucose at time of incident was 20mmol/l. Customer stated that display is blank currently. Customer was advised to clean battery contact with dry cotton swab and insert new aa battery, display returned. Customer stated that keypad is not responding to button presses. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised to contact local office for policy replacement.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm or blank display noted. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.